Event description:
Dexcom was made aware on (B)(6)2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. The patient had a skin reaction six days after the sensor was inserted in the arm. The patient developed redness, inflammation, and blisters under the sensor patch and extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with an unspecified prescription oral medication. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code:(B)(4). Codes: medical device problem code: (B)(4).